Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer (referenced in e2 and e3).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and evaluated, and the reported issue confirmed. Based on the results of the investigation, it is likely that the pressure was insufficient due to the failure of the main board. The cause of the faulty circuit board could not be identified. In addition, front panel not responding, works intermittently and led lights comes on when turning off unit likely occurred because the front panel did not react due to a failure of the circuit board of the front panel. The cause of the faulty circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the front panel display on his olympus high flow insufflation unit stopped responding during a therapeutic procedure. According to the initial reporter, there was no change in the display when the button was pushed. The staff attempted to increase the pressure, but the buttons were unresponsive. The staff then powered the unit down, waited for a short time, and turned it back on. Following that, the unit was functioning properly for the remainder of the procedure. There was no patient harm or consequence reported as a result of this event.